Event description:
Healthcare professional reported left side "extra and intracapsular rupture", "axillary lymphadenopathy suggestive of the presence of silicone", and ¿extravasation of the silicone gel into the space between the envelope and the fibrous capsule¿ diagnosed via ultrasound. Device remains implanted.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a010402 migration. The event of "lymphadenopathy " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, silicone migration.